Event description:
It was reported there were system errors. While entering the patient ID, error message "invalid pt ID" was received. Immediately after this error message, a network communication error was also received on the same devices. When settings were checked, the configuration details are "greyed out." It was reported that reloading the configuration file manually fixes the problem. The errors occurred prior to patient use.

Manufacturer narrative:
Additional information: d10 the customer¿s reported incident of ¿invalid patient ID¿ error while entering the patient ID and configuration details of the settings being grayed out could not be replicated during this investigation; however, the network communication errors occurring and configuration details of the settings being grayed out was confirmed through log review. The inspection process performed on pcu sn (B)(6) and sn (B)(6) found corrosion and contamination on the pins of the left and right iui connectors for both devices but no issues were found that were relevant to the reported incident. The review of the pcu sn (B)(6) error log shows no errors or malfunctions relevant to the customer¿s complaint during the reported date. However, log review shows that error 600.6920.5 (cib rebooted) occurred at 11:07:19 am and error 600.6850.5 (cib device not responding) occurred at 11:07:49 am on (B)(6) 2020. The review of the event log for pcu sn (B)(6) shows that the device was powered on (B)(6) 2020 at 4:05:09 pm. The user selected new patient and existing profile, entered soft key 1 (character a) as patient ID, confirmed, and selected pump module sn (B)(6) to program a drug infusion from guardrails but did not complete programming before the pump was channeled off and pcu was powered off at 4:07:09 pm. The pcu was powered back on (B)(6) 2020 at 11:07:07 am. The ¿comm_if_board_error¿ was recorded to occur at 11:07:49 am while the user was scrolling the options menu. The pcu was powered off at 11:10:16 am. The review of the pcu sn (B)(6) error log shows no errors or malfunctions relevant to the customer¿s complaint during the reported date. However, the review of the pcu sn (B)(6) error log shows that the most recent errors 600.6920.5 (cib rebooted) occurred at 09:08:36 am and 600.6850.5 (cib not responding) occurred at 09:08:36 am on (B)(6) 2020. From (B)(6) 2020 to present date, log review shows that these errors occurred a total of 15 times. The review of the event log for pcu sn (B)(6) shows the pcu was powered on (B)(6) 2020 at 09:09:35 am. The user selected new patient and the existing profile. While in the patient ID entry screen, the user pressed the confirm button without entering a patient ID. The log review shows description ¿keypress_illegal¿ & detail ¿keycode=key_generic_invalid¿ at 09:08:52 am when the user attempted to access network status in the options menu, indicating that network status was possibly grayed out. ¿comm_if_board_error¿ was recorded to occur at 09:09:06 am while the user was scrolling through the options menu. The pcu was powered off at 09:09:52 am. Software engineering analysis results of the logs suspect possible contributing factors as a result of the network communication error could be due to a change in the hospital¿s wireless network or corrupted network settings. The invalid patient ID error is suspected to have been a result of a cib block failure. The cib block contains the barcode manager application which performs the patient ID validation and has the validation rules. During these error events the patient ID validation was not able to be performed to validate the patient ID entered by the user and reports it as invalid. Laboratory testing with the returned pcu¿s sn (B)(6) did not observed an invalid patient ID error when entering a new patient ID. Accessed network status in the options menu successfully with no observations of a network communication error occurring. The customer network configuration was present on the pcu when it was received. The customer network configuration was deleted from the returned pcus. The pcus were loaded with a working cad network configuration to enable to test communication on the returned device. The pcus were powered on and entered a patient ID without observing an invalid patient ID error. Accessed network status in the options menu with no network communications error displaying on the screen. The network communication error was only produced when the network configurations were deleted from the pcu during testing. The system is designed to display this error message when a network configuration is not recognized, when the cib (communication interface board) is not responding or when the wireless network card is failing on the pcu. Additionally, when the network communication error was cleared, a new patient was selected and patient ids were entered without the "invalid patient ID" error did not displaying on the screens of pcus. The proximate cause of the customer¿s experience of network communication errors occurring and configuration details of the settings being grayed out is suspected to be a change in the hospital¿s wireless network or corrupted network settings. The proximate cause of the invalid patient ID error is suspected to be the result of a cib block failure. Device history review: review of the sn (B)(6) service history record showed the device had a manufacture date of(B)(6) 2014. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production records were opened for the source device. Review of the sn (B)(6) service history record showed the device had a manufacture date of (B)(6) 2014. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production records were opened for the source device.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported there were system errors. While entering the patient ID, error message "invalid pt ID" was received. Immediately after this error message, a network communication error was also received on the same devices. When settings were checked, the configuration details are "greyed out." It was reported that reloading the configuration file manually fixes the problem. The errors occurred prior to patient use.

Manufacturer narrative:
Additional information: g3

Event description:
It was reported there were system errors. While entering the patient ID, error message "invalid pt ID" was received. Immediately after this error message, a network communication error was also received on the same devices. When settings were checked, the configuration details are "greyed out." It was reported that reloading the configuration file manually fixes the problem. The errors occurred prior to patient use.